Event description:
A literature article described a randomized clinical trial that evaluated perioperative, oncological, and functional outcomes between robot-assisted laparoscopic prostatectomy (ralp) and open radical retropubic prostatectomy (rrp). The aim of the study was to evaluate differences in short- and long-term outcomes, including complication rates, quality of life, and functional recovery in patients undergoing these two prostatectomy techniques. The study included 156 patients that underwent ralp and 171 patients that underwent retropubic radical prostatectomy (rrp) in february 2014 to april 2018. Following complications were mentioned in the ralp group and was reported as greater than clavien-dindo grade iii, where 1 patient developed anastomotic fistula, 1 patient developed acute myocardial infarction, 2 patients developed infected lymphocele, 1 patient developed pulmonary embolism. There was no information regarding what medical intervention was performed for the mentioned complications. There were no da vinci device issues reported in the article. Multiple requests for additional information from the designated author were made, but no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: nahas wc, rodrigues gj, rodrigues gonçalves fa, sawczyn gv, barros gg, cardili l, et al. Perioperative, oncological, and functional outcomes between robot-assisted laparoscopic prostatectomy and open radical retropubic prostatectomy: a randomized clinical trial. Journal of urology [internet]. 2024 jul 1 [cited 2024 oct 30];212(1):32¿40. Available from: https://doi.org/10.1097/ju.0000000000003967. Section a: patient information - no specific patient demographics were provided for the patients. Study demographics included patients with a median age of 64 years in the robotic group; the gender is male according to the surgery type. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.